Event description:
Facility reported a communication error with subsequent shut down of the pump. Reported that inotropic medications were infusing on 4 channels when communication error and shutdown occurred. The pt's blood pressure and heart rate dropped, requiring fluid challenges to maintain blood pressure until a new system could be set up. Device was received by cardinal health on 01/23/2007; evaluation of the customer's reported event has not yet been completed. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
Pt information requested and all available information is included. This report was filed by the manufacturer.